Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. Imaging was noted to be difficult throughout the procedure. The first clip was implanted successfully. A second clip was advanced into the patient, and difficulty grasping was experienced. Subsequently, the device was removed from the patient. A third clip was selected and successfully implanted. Shortly after deployment of the clip, the posterior leaflet was observed to have a tear. Subsequently, a fourth clip was implanted in between the first and second implanted clips to treat the tear. The procedure was completed and the mr was reduced to grade 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was due to patient condition. The cause of the reported image resolution poor was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.